Event description:
It was reported that prior to an unk procedure, upon removing the device from the packaging, the customer found the plastic pierced. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.